Manufacturer narrative:
The technician isolated the issue to a defective gas spring. He replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the head section is in the raised position and will not release to lower.